Event description:
It was reported that the patient had a painful right total hip and doctor did a bone scan nothing lit up. Surgeon decided to revise. Nerve was encapsulated, poly swap, head swap to see if he could find anything. Took head and poly out, put trial in, did range of motion test, discovered impingement which may be the reason for pain. Then took out the cup. Put new cup in with stryker mdm liner. No further information as per hospital and doctor policy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation results will be submitted in a supplemental report.

Event description:
It was reported that the patient had a painful right total hip and doctor did a bone scan nothing lit up. Surgeon decided to revise. Nerve was encapsulated, poly swap, head swap to see if he could find anything. Took head and poly out, put trial in, did range of motion test, discovered impingement which may be the reason for pain. Then took out the cup. Put new cup in with stryker mdm liner. No further information as per hospital and doctor policy.